Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that two weeks following an intraocular lens (iol) implant procedure, the patient visited a dry sauna and the vision decreased and the patient had discomfort . The patient was treated with steroid and the condition improving. The diagnosis was toxic anterior segment syndrome (tass). There were no cultures performed. Additional information has been requested.